Event description:
It was reported that the doctor found that the cuff was deformed and caused occlusion when doing clinicals before using on a patient. A new device was used and there was no patient impact.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found that the cuff was deformed and caused occlusion when doing clinicals before using on a patient. A new device was used and there was no patient impact.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.